Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type : catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and a form of novocain, also described as a numbing medication, via an implantable pump for failed back surgery syndrome, spinal pain, post lumbar laminectomy syndrome and non-malignant pain. The patient had a chronic disease and could not walk or stand. The patient was on prescription oral methadone and oral morphine. The patient had been complaining of severe pain and that the pump wasn¿t working. The consumer was concerned that there was a problem with the catheter as the patient¿s pain was not easing up as it should. It seemed like the pump therapy was not really effective because the patient still needed to take her oral medication of 30 mg of oral morphine and a couple of times 60. The pump and the medication never really helped with the patient¿s pain. The pain the patient was having was the same pain she was implanted for, but the pain had been gradually increasing. On (B)(6) 2013 the pump was refilled and there was a concentration change and a dose increase. The doctor added stronger fentanyl and stronger morphine. The doctor checked the pump and indicated that the pump was working. It was noted that the pump was pumping. The consumer was concerned that, ¿maybe the catheter that hooks into the spine isn't properly or maybe came loose or anything like that¿ and questioned if an x-ray should be done if the programming change did not provide relief. These concerns were shared with the hcp who stated to the patient that next time they can check it. Per reporter the patient was kind of hysterical and panicking because she thought her pain didn¿t seem to be easing up like it should. The consumer was considering that if in the next about four or five hours the pain was excruciating, ¿maybe they should go get an x-ray or something, so they would keep an eye on the pain levels and have them just check it out and make sure it's connected right and everything¿. It was later reported that there was a catheter issue about a year after the pump was implanted (~2014). The patient went to the hospital to check out things, x-rays, and tests were done and the pump was working, but ¿it was just dripping out;¿ the medication was not going where it was supposed to. Just the catheter was changed. On (B)(6) 2016 the patient was the physician¿s office for a refill. No changes were made to dosing, drugs, or concentrations. The patient was in a lot of pain and cried a lot due to the pain. The patient was suffering. The pain kept getting worse over time and the pump therapy didn¿t seem to be helping. The physician had previously increased the dosing, but indicated that he couldn¿t go any higher. The patient did not feel the bolus when one was provided. The patient had leg issues, but it had been gradually getting worse. In about (B)(6) 2016 the patient was having leg issues and had lost the use of her legs as of (B)(6) 2016. The patient has had several falls. The doctor was increasing the medication, but it was not helping the pain. It was determined that the catheter was broken and medication was being pumped into the body cavity and not through the catheter. The situation was being addressed by a healthcare provider. The patient¿s family member had left a message with the healthcare provider regarding possibly increasing the patient¿s oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.